Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation could not replicate the customer reported failure symptom. The scissors instrument was placed on an in-house is3000 system for latex cut test and had successfully cut through (B)(4) latex cleanly. The blade edges were not damaged. Failure analysis also found the distal end of the instrument main tube had a scratch mark with light material removal. The scratches were .03 through .15 in length and not aligned with the tube axis. The cause of the damage was likely due to mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the staff reportedly observed a blunt monopolar curved scissors instrument. No patient harm, adverse outcome or injury was reported.